Event description:
Customer reported that two patient samples did not react with all the d and e positive cells of 0.8% resolve panel a lot 8ra 185. One patient had known anti-e the other patient had anti-d.